Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No additional information to be reported.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen stem extension, catalog # 00598801215, lot # 62382612; nexgen stem extension, catalog # 00598801215, lot # 62448487; nexgen headed screw, catalog # 00579104100, lot # 62293341; rotating hinge tibial plate, catalog # 00588000500, lot # 62382473; rotating hinge articular surface, catalog # 00588006012, lot # 62384946; rotating hinge knee femoral component, catalog # 00588001602, lot # 11010060. Foreign: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00049, 0002648920-2019-00050, 0001822565-2019-00295, 0001822565-2019-00296, 0001822565-2019-00297, 0001822565-2019-00298. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to soft tissue deficit.